Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v918352, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The patient reported via the manufacturer representative (rep) that her device was broken. The patient was a potential replacement patient and was not going to take it out until finishing nursing school. She had it checked probably a year prior and it wasn't working so they turned it off. It was off at the time of this report. The indications for use were unknown. Follow-up was performed to determine if the patient had experienced any symptoms related to the device not working, and what troubleshooting and actions were taken to address this issue. This event will be updated if additional information is received.